Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4).no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from a failed pinnacle metal on metal hip. Update 3/24/2017 (pfs-395) - pfs and medical records received. After review of the medical records, in addition to what was previously reported, litigation also alleges pain, soreness, loss of range of motion of hip, limitations to daily activities, inability to sit for extended periods. Patient revised for elevated ions, otherwise "completely asymptomatic". Revising surgeon noted that "previous posterior capsule repair had not healed...soft tissue defect". No obvious "macroscopic abnormalities" of head or liner noted. No trunnionosis, or any "metallosis to the soft tissue". Surgeon attempted to remove the metal liner using appropriate extraction equipment for 15 minutes but was unsuccessful. Elected to retain the metal liner (as previously discussed with patient, regarding possible off label usage--did not want to damage the locking mechanism of the acetabular shell trying to remove the liner), using competitor polyethylene liner within the metal liner, and a depuy femoral head. Acetabular cup added to complaint as implant function:other for failure of liner to come out of the cup, and stem added for elevated metal ions. Elevated metal ions harm added to the liner and head as well. Prod/lot updated for existing products. It is also noted that this patient had a revision of an unknown metal-on-metal hip for the right side at some time in the past, per the revising surgeons notes. As it is unclear at the present time whether this involved depuy products or not, no further action will be taken at this time. If additional information is provided that identifies depuy products within that hip, then it will be reported at that time. The complaint was updated on: 4/11/2017.